Event description:
It was reported that pump generated cartridge alarm 20, and caller also had prior cartridge alarms with same pump on multiple recent dates. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, cts arranged replacement pump with updated software under warranty, provided instructions for storage mode and return of problematic pump within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.